Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed concentrated carbon dioxide (co2_c) results were obtained on patient samples an atellica ch 930 analyzer after the customer changed the filters on the millipore system. Quality controls (qcs) were also unacceptable following the replacement of the carbon resin tank of the external water supply system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse emptied and backfilled the water reservoir and primed all probes and mixer drains. Next, the cse performed a successful autocheck. Then, the cse ran qc, which recovered acceptably. The internal water in the analyzer was flushed to purge the contaminant impacting co2_c assay performance. Siemens reviewed the instrument data and determined there was no indication of hardware or software issues. The customer acknowledged that the resin tank may not have been flushed properly and contaminated the water supply within the analyzer, which contributed to the falsely depressed co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The customer has not confirmed which of the initial results provided were questioned. The samples were not repeated, and patients were not redrawn. The correct results for these patients are unknown. There are no known reports of adverse health consequences due to the falsely depressed co2_c results.